Manufacturer narrative:
There was no allegation or indication that the failure to print was related to the patient death. The customer was only seeking to record the retrospective data of the expired patient. The solution center (sc) provided the customer with the part number for the 2 channel recorder print head. It will be considered that the customer replaced the 2 channel recorder print head to restore proper recorder printing. In addition, it was noted that the customer was using kendall paper and per the IFU, philips supplies should be used, however, use of unsupported paper cannot be directly tied to the failure of the recorder printer head.

Event description:
The customer reported that they were unable to get a proper recording from the 2 channel recorder for a patient that had expired. There was no allegation or indication that the failure to print was related to the death.